Manufacturer narrative:
A review of the records related to this equipment shows no failure detected. A document labeling, trending and risk documentation reviews for this equipment were performed. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. The trend review shows that there is not a recognizable adverse trend. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported that during custom vue lasik treatment excimer laser had an error message and surgeon was not able to complete the treatment at that time. The patient was brought back on (B)(6) 2016 and the case was completed with no further issues.